Event description:
(B)(4). Since having essure coils inserted I have chronic back pain, chronic migraines, diagnosed with fibromyalgia, heavy painful clotting periods, pass huge clots, days leading up to my period I'm n bed with such severe pain I cant do anything but lay in bed, depression, ptsd, arthritis, pelvic pain, cramping, constant uti's, dermatitis on my inner thighs, anxiety, face breaks out severely, hair loss, painful sexual intercourse, severe weight gain!